Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were observed in the tubing. The customer's blood glucose level was 600 mg/dl and was treated with a manual injection. Tandem technical support assisted the customer with priming the tubing using the fill tubing feature to clear the air bubbles. The customer was able to successfully resume insulin delivery.